Event description:
Reported by the complainant as follows: bleeding from anal occurred in 2009 and fms was removed. The tear was deep, closed by suture. Anal laceration occurred at 12:00 and 6:00 o'clock points. Stool leakage often occurred, but no drop off of device occurred during use.